Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the down occlusion sensor test" was reproduced. Evaluation had downstream occlusion testing run at flow and occlusion testing failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor calibration values out of range. The force sensor required no tube and scale factor calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion sensor test upon performing preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction h11: the device was received for evaluation. During functional testing, the customer reported issue of "failed the down occlusion sensor test (pressure readings of 21.9 and 22.1 when expected range is 7-19psi) " was not reproduced. When the device was tested for downstream occlusion detection it failed the test by alarming for a false downstream occlusion alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however the force sensor calibration values were found out of range which is potential cause for both the customer reported issue and the false downstream occlusion alarm that occurred during evaluation. The force sensor will be calibrated to correct these issues. Should additional relevant information become available, a supplemental report will be submitted.